Event description:
Facility, (B)(6) health system, called stating that they have allegedly had some persons injured by the rps350 patient lift. The facility stated that it could be due to improper use, requesting training materials. Undetermined injury an unknown if medical intervention sought.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model rps350, serial number/date code and age of product are unknown. The owner's manual part number 1078984, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. This rps350 patient lift is being utilized at a facility. Complainant only mentioned that some persons have been injured but the facility believes that it could be due to improper use. The facility is seeking some training or a dvd on how to use the lift. Invacae consumer affairs will be contacting the facility for additional information. The age of the product is unknown and the maintenance history is also unknown. The malfunction has not been confirmed.